Event description:
The pt received her ipg on (B)(6) 2010. It was reported the pt can no longer locate the ipg with the charger. She attempted reconnecting and repositioning over the ipg site, but was unsuccessful. The programmer is able to communicate with the ipg. The pt was sent a new charger to help resolve the issue. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.